Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the white flakes were found on the drain after removing from the packaging and prior to insertion. Per additional information received via email on 30nov2203, it was reported that the catheters were not used and stated that in both instances the white flakes were found on the drain prior to insertion (lot# nght0591) and (lot# unk). Per additional information received via mail on 19dec2023, stated that the devices are not available for return but the white specs that were removed from the drains were saved. We only noted this issue with lot# nght0591 and there were no reportable patient impact.

Event description:
It was reported that the white flakes were found on the drain after removing from the packaging and prior to insertion. Per additional information received via email on 30nov2203, it was reported that the catheters were not used and stated that in both instances the white flakes were found on the drain prior to insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.